Event description:
The pt was reportedly experiencing blood stained ear discharge a couple of years after the implantation and was being treated by the pt's physician. It was reported that the pt had perforated tympanic membrane, extensive granulations, a defect in the post canal wall, and electrode migration into the exterior auditory canal wall, resulting in infection. The pt's device was explanted. Advanced bionics is in the process of gathering more info.